Manufacturer narrative:
Concomitant product: 4024-58 lead implanted: (B)(6) 1999.

Event description:
It was reported that the right atrial (ra) lead had high thresholds that had increased over time and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.